Manufacturer narrative:
(B)(4). This complaint for use error was confirmed because the patient stated that after getting a check lines and bags alarm, they changed out the cassette but not the solution bags. The label review found the labeling adequate for the use error in this complaint . The cause could not be determined.

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) from the (B)(6) contacted baxter regarding a check lines and bags alarm. The hp stated she had already changed the cassette but she did not change the bags. The hp was not connected. The technical service representative (tsr) explained that once a setup was complete then the entire set up must be changed and not just one part. The tsr further advised the hp to setup with all new supplies. The hp reported no medical intervention or adverse event.